Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Unable to perform occlusion, the excessive no delivery test due to prime alarm. The insulin pump was received with minor scratches on display window, cracked case on display window corners, broken reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Event description:
It was reported that the customer had an error alarm during the manual prime. The customer's blood glucose level was 148 mg/dl. Troubleshooting was not performed, but the insulin pump will be replaced. No further information was provided.